Event description:
Additional information was received indicating provocative testing was performed and the noise was unable to be reproduced. The patient was in stable condition.

Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the noise resulting in oversensing event was sensed by the device.

Event description:
It was reported that during a follow up in clinic, noise resulting in oversensing was noted on the right ventricular (rv) lead. Abbott technical support was contacted; however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.